Event description:
--

Event description:
Boston scientific received information that the patient with this device returned for a clinical follow-up approximately 11 months post implant, at which time all diagnostics appeared normal. Three days after this clinical follow-up, it was later reported the patient had a period of unconsciousness, coinciding with convulsion activity while in their home. The patient was then transported to the hospital where device interrogation confirmed a single non-sustained episode; no shocks delivered and no anomalies observed. The patient was then released; however, subsequently returned two days later with alleged pacing failure resulting in cardiac arrest. The patient recovered, however, arrested again and passed away. Field information would later report that at the time of death, only an external monitor was active; thus no printouts were available. The device was explanted on the date of death but not returned to boston scientific. No allegations were received from the field regarding product performance at that time. Approximately 1.5 years later, the explanted product is now intended to be returned for a post market evaluation to rule out a performance anomaly. The field representative subsequently reported this device had been exposed to an ethylene oxide sterilization on the same date the interrogation reported the "explant" battery status. The physician requested returned product testing to rule out a pacing anomaly and did state the cause of death had been documented as brain cancer with cardiac death.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies on the device case. Review of device memory found multiple episodes had been stored after the reported time of death. The first episode v-3, showed a 41 joule shock with a charge time of 1.8 seconds. The electrograms showed noise that were non-physiologic in nature, and the shock impedance measurement was greater than 125 ohms; this information indicated the leads had likely been cut. During episode v-30, attempts 1-4 showed 41 joule shocks were delivered with shock impedances greater than 125 ohms and charge times of 2 or less seconds. However, in attempt 5 of this episode, the shock impedance was less than 20 ohms, indicative of a shock being delivered into a shorted lead. In attempt 6 the rate did not meet reconfirmation, but in attempt 7 the charge time was 45 seconds, resulting in a charge time out fault. The battery status details showed the last delivered shock was attempt 7 in episode 30. A manual capacitor reformation was then performed and produced a charge time of 45 seconds. The long charge times caused the device to declare end of life (eol) battery status. An x-ray of the device revealed that the internal high voltage fuse was damaged. The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the less than 20 ohms shock impedance measurement and produced the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, manual capacitor reformation caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Available evidence indicates the damage to the device occurred after the patient had died.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Additional laboratory and data analysis was performed to review the device's sensing and pacing capabilities, as well as its pacing/sensing history. Engineers performed both atrial and ventricle sensing/pacing into 500 ohm load, with no anomalies observed. An additional review of device history confirmed an episode one day pre-mortem, which exhibited reverse mode switching (rms) and lasted for approximately 12 hours. A review of device history shows the commanded impedance measurements were all within range when performed five days prior to the date of death; daily impedance checks have all been overwritten. Post market engineers confirmed the device could sense and pace as designed and concluded there was no history of any abnormal pacing behavior.